Event description:
The implantable neurostimulator functioned normally (connected to deep brain stimulation lead in left side gpi) until the implant of a second lead (in right side gpi) and a second stimulator one year after initial implant. Target planning for the second side was made exclusively using CT scan. Patient presented worsening of symptoms. Physician found the stimulator in a stimulation no telemetry state. The device was replaced. The patient outcome was not reported. The physician expected a longer battery life using the following settings: 5.0 volts (amplitude), 450 usec (pulse width) and 130 hertz (rate).